Event description:
Reporter indicated that the serial adapter cable to a hp handheld computer was loose and would not stay connected to charge the handheld computer. A replacement adapter was sent, and it was able to securely connect to the handheld computer. The site indicated that the suspect cable had been discarded.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.